Manufacturer narrative:
Product analysis the guidewire, dispenser gun and accessories were returned, the coils of the outer ptfe coating was noted to have been separated and had the appearance of being frayed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the closure system vs-403 venaseal ous ea, a blue introducer was inserted over a guide wire, and during the subsequent process of removing the wire, resistance was felt. After the wire was withdrawn from the blueintroducer, it was found that the wire had partially kinked and fractured, it was not fully detached and therefore did not remain inside the patient¿s body. The procedure was completed using another venaseal kit. No patient was involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.